Event description:
It was reported to boston scientific corporation that a nasobiliary catheter with guidewire was used during an endoscopic nasobiliary drainage (enbd) procedure in 2009 (patient age unknown). According to the complainant, at about one week later, it was noted the patient's bile flow had decreased to 200 m/day. The patient also presented with a fever. A fluoroscopic exam was performed where it was noted that a section of the catheter was kinked. The catheter was puled back and the kink was removed. The flow of bile was restored and the patient is reported to be fine. Another device was not required.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.